Event description:
It was reported that the pt was revised due to a loose stem that had subsided. There were osteolytic lesions around the distal stem along with the stem falling into varus. The cup was not removed; however they did change the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.